Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28 ,lot# va1elu9, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had pain near the implant site, which they described as a burning sensation, in their lower back two inches above their butt crack. This occurred after a deep tissue massage on (B)(6) 2017 and it was noted that the patient didn't advise the massage therapist that they had an implant. The therapy was turned off, but the issue was not resolved at the time of the report. There were no further complications reported or anticipated.